Event description:
The customer reported a false negative reaction of cell #1 of biotestcell 1&2 using the tube technique with ortho's confidence kit. The customer had returned neither the supposedly defective product nor the control kit that had caused false negative test results. Therefore our quality control laboratory tested the retained sample of biotestcell-1,2 with different anti-d containing samples and controls. We can confirm the customer´s complaint. Because our testing confirmed this complaint a risk analysis was performed. The result of this risk analysis was that there is no risk for users of biotestcell 1&2: biotestcell 1&2 is used for the screening of unexpected antibodies, e.g. An anti-d. Both, cell #1 and cell #2 of biotestcell 1&2 are rh(d) positive. In case of this complaint the antigen rh(d) of cell #1 seems to be weakened. But there is still the normally expressed rh(d) antigen of cell #2. Therefore an anti-d will always be detected by biotestcell 1&2. There is no risk for missing an anti-d. On the basis of the risk analysis' result we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for this complaint. Because of the confirmed complaint further actions (deviation) have been initiated.

Manufacturer narrative:
This is our combined initial and final report on this incident.